Event description:
It was reported that thrombosis and pericarditis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in a few days post procedure due to their leg swelling and not being able to walk. The imaging showed that there was a thrombus present in the patient's leg. It was also noted that the patient had pericarditis with a high temperature. The patient was given medication to treat the thrombus and the pericarditis. Both of these events resolved, and the patient is doing well.